Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced tubing separation from the adaptor. The following information was provided by the initial reporter: on the third day after the success of the puncture, the patient rang the bell and called the nurse to tell the retention needle to break, the nurse looked and found that the indwelling needle catheter seat and the extension tube connection broke down, pull out the indwelling needle to see the complete catheter did not cause adverse effects.

Manufacturer narrative:
H.6. Investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. This prevented our investigation team from conducting a device history review. However, visual inspection of the returned device found the broken edge to be smooth, which is indicative of contact with a cutting implement. A review of our manufacturing process was not able to identify any such tools or surfaces present on the manufacturing floor that could have contributed to the observed damage. Based on the description of events, and the smooth surface of the broken edge of the catheter, our engineers believe that the damage observed in this unit was sustained post manufacture; unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced tubing separation from the adaptor. The following information was provided by the initial reporter: on the third day after the success of the puncture, the patient rang the bell and called the nurse to tell the retention needle to break, the nurse looked and found that the indwelling needle catheter seat and the extension tube connection broke down, pull out the indwelling needle to see the complete catheter did not cause adverse effects.